Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to myoelectric potentials during activities such as drying clothes or cleaning the bathtub. There were three reported inappropriate shocks. The s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.